Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) causing the patient to experience inappropriate therapy and pain from the shock. The lead sensitivity was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.